Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator gave some alarms and not working. When they checked the error log it was related with flow control valve and they tried with fcv exercise and fcv characterization but it failed, so they replaced new gde. After replacing the gde, the ventilator was on under functional verification and observation and they suddenly feel some burning smell was coming from the ventilator along with smoke. They immediately disconnected the mains power and battery fuse, and open up the cover and show that internal battery was burned. No patient involvement.